Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error occurred. Additionally, it was reported that the pump displayed "high" elevated blood glucose (bg) level and had high ketones present. A correction bolus was delivered to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management. Customer loaded a new cartridge to resolve this issue.